Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. Insulin pump was received with minor scratched display window, cracked display window at bottom left side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the "esc" button was not responding. The customer's blood glucose level was 61 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump had two cracks. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.